Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states that the bearing is bad and the wheel has fallen off. The end user states that it is a front left caster.